Manufacturer narrative:
The simplyclean brush head is an accessory to the 2 series plaque control power toothbrush.

Event description:
Consumer complained about bristles coming out of their brush head.